Event description:
The facility representative contacted baxter to report an infusor in which there was an internal failure and the device stopped pumping. The event occurred in (B)(6). There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed, but not duplicated. The ail pcb was recalibrated. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague pump with failure code 810:04. It was not specified when reported condition occurred. During service at baxter, it was discovered that failure code 810:04 was caused by the ail pcb (air in line printed circuit board) out of calibration and needed to be recalibrated. There was no documented patient injury or medical intervention associated with this report. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated.